Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-sep-2011) is considered to be a best estimate. Updated fields: a2, b3, b4, b5, b7, d3, d4, g1, g3, g4, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol perfix plug on (B)(6) 2011. As reported, the patient is making a claim for an adverse patient outcome against the perfix plug. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: on (B)(6) 2011 ¿ patient was diagnosed with bilateral direct inguinal hernias thereby underwent open repair with implant of two perfix plug meshes (device 1 and 2). Per operative notes, ¿a bilateral direct inguinal hernia defects were noted. In the left side, a direct inguinal defect was circumferentially dissected and removed. A large size perfix plug (device 1) was placed over the spermatic cord from the internal ring and secured with sutures to the pubic tubercle. In the right groin, a direct hernia defect was reduced and dissected away, a large size perfix plug (device 2) was placed over the defect and anchored with sutures. The wound was irrigated and sutured circumferentially.¿ on (B)(6) 2014 - patient was diagnosed with recurrent left inguinal hernia and pain thereby underwent open repair with synthetic mesh. Per operative notes, ¿a recurrent medial defect in the left groin was noted. The hernia was reduced and a segment of synthetic mesh was placed over the floor overlapping the prior mesh (device 1) and secured at its apex region. The wound was irrigated and secured with sutures and staples.¿

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol perfix plug on (B)(6) 2011. As reported, the patient is making a claim for an adverse patient outcome against the perfix plug. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."